Event description:
Complainant alleged that during a routine shift check of the device by a clinician, a "error 44" message was observed after discharging energy. The complainant indicated that there was no pt involvement in the reported malfunction.